Event description:
The manufacturer received information alleging a ventilator was barely blowing air and low tidal volume. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported received information alleging a ventilator was barely blowing air and low tidal volume . There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. During the evaluation of the device at manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's system board was replaced to address the issue. There was evidence of contamination.